Manufacturer narrative:
Results: fse replaced the na reference electrode, decontaminated the ion selective electrode (ise) system and replaced the carbon bridge.

Event description:
On (B)(6) 2012, customer reported that the lx20 pro instrument generated false low sodium (na) results on 4 patient samples. One of the low results was reported out of the lab. The samples were repeated on the lab's dxc instrument and those results were reported (with one report amended). Customer stated that quality control (qc) after calibration was acceptable, but na recovery drifted down over time. Review of the calibration and qc data demonstrated a general drift, and also showed that calibration did not always resolve the issue. Field service engineer (fse) inspected the instrument and replaced the na reference electrode, decontaminated the ion selective electrode (ise) system and replaced the carbon bridge. This resolved the issue. Fse verified instrument performance and no further problems were reported.